Event description:
According to the reporter, during a vitrectomy pan-retinal photocoagulation on the right eye, during closure, while the surgeon was tying the suture, two devices had their suture broken. A new suture from the same batch was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.